Event description:
Adverse events from the (B)(4) study were reported in the (B)(6) journal of medicine. The article cited that the following adverse events occurred in the angioplasty and stenting arm of the study: four symptomatic hemorrhage strokes leading to death within 30 days of the treatment. One ischemic stroke within the treated territory leading to death within 30 days of treatment. Six symptomatic hemorrhage strokes within 30 days of treatment of which 4 were disabling. Twenty two ischemic strokes within the treated territory within 30 days of treatment. Thirteen ischemic strokes within the treated territory beyond 30 days from treatment. It was reported that the majority of the strokes within the 30 day period occurred within one day of treatment and the remainder occurred between two to six days of treatment. Seven of the ischemic strokes within the treated territory were reported to be disabling, it is unknown whether these strokes occurred within or beyond 30 days. There were also two asymptomatic brain hemorrhages.

Manufacturer narrative:
The manufacturer has no further information regarding the adverse events reported in the article. This article was from data obtained under the physician led (B)(6).

Event description:
Adverse events from (B)(4) study were reported in the new england journal of medicine. The article cited that the following adverse events occurred in the angioplasty and stenting arm of the study: four symptomatic hemorrhage strokes leading to death within 30 days of the treatment. One ischemic stroke within the treated territory leading to death within 30 days of treatment. Six symptomatic hemorrhage strokes within 30 days of treatment of which 4 were disabling. Twenty ischemic strokes within the treated territory within 30 days of treatment. Thirteen ischemic strokes within the treated territory beyond 30 days from treatment. It was reported that the majority of the strokes within the 30 day period occurred within one day of treatment and the remainder occurred between two to six days of treatment. Seven of the ischemic strokes within the treated territory were reported to be disabling, it is unknown whether these strokes occurred within or beyond 30 days. There were also two asymptomatic brain hemorrhages.

Manufacturer narrative:
Conclusion: anticipated procedural complication. No device was available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke, hemorrhage, neurological deficits and the patient outcome of death are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.